Event description:
Surgeon reports he noticed a metallic mark on the lens so he removed the lens immediately the surgeon enlarged the wound in order to insert a pmma lens. The surgeon reports no complications were experienced as a result of this incident.